Manufacturer narrative:
The device has been received for eval; however, device eval is not yet complete. A supplemental report will be submitted upon completion of the eval.

Event description:
It was reported that the customer received a low power alert and was unable to clear the alert. The customer put the pump into shelf mode, and upon turning the pump back on, the alert was cleared. The customer's blood glucose level was impacted, as he was unable to deliver a meal bolus. The customer has a backup method of insulin delivery available.